Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will intermittently not power on when the power button is pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface (ui) pcb to resolve the reported issue, then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed ui pcb assembly and observed that one of the two (2) power button switches, designator sw36, did not respond when pressed and was worn. The second switch, designator sw37, was worn but did respond each time it was pressed. Based on the information available, it's reasonable to conclude that the customer was likely attempting to engage the portion of the power button that contained switch sw36, which led the customer to believe that the entire on/off button was not responding when pressed.

Event description:
The customer contacted physio-control to report that their device will intermittently not power on when the power button is pressed. There was no patient use associated with the reported event.